Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial arrhythmia with rapid ventricular response (rvr). At one of the episodes atp was delivered, and the rhythm was accelerated to ventricular fibrillation. Afterwards an electric shock converted the rhythm. The ICD remains in service. No additional adverse patient effects were reported.